Event description:
It was reported that the patient had an invance sling implanted on an unknown date. Following the implant, the sling eroded and the patient had another continence device implanted (B)(6) 2013. Additional information received (B)(4) 2013 indicated the patient is doing "well" following implant of the other continence device.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.